Event description:
Customer reported that she did not check the expiration date on her test strips and attempted to use them. She was unable to get a reading on her medisense optium meter because the test strips were expired. She reported experiencing symptoms of "high blood sugar and had an asthma attack". She was seen at a local clinic, was diagnosed with diabetic ketoacidosis and received "blood work." She did not report any medical treatment intervention. There was no report of death or permanent impairment in this case.

Manufacturer narrative:
The product has been requested for investigation and a follow-up will be submitted once results are available.